Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 693565 lead, implant date: on (B)(6) 2008, additional products: d1: heartware ventricular assist system ¿ driveline cover, d4: model#: 1175 / catalog#: 1175 / d9: no / h3: no / h5: yes / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) was involved in an event where the driveline (dl) cover was hard and difficult to remove. Debris and contamination were found around the driveline, especially near the controller connection, and contamination was visible inside the cover, including an aqua-colored residue. The site planned to continue to closely monitor the driveline cover. The device remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as this event have been already communicated on regulatory report #3007042319-2024-05258. No additional information will be forthcoming. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.